Event description:
The consumer reported her thermometer was giving inaccurate readings. The thermometer was giving a normal temp reading while her child had a high fever. This low reading caused a delay in medical attention which resulted in her child being placed on medication. We have contacted the consumer and have requested the unit back for eval.